Event description:
The reporter contacted animas on (B)(6) 2012 alleging the pump emitted a call service alarm during the administration of a bolus. Troubleshooting confirmed that the 2.5 unit bolus was cancelled in its entirety as a result of the call service alarm. There was no reported adverse event associated with this complaint. The pump is being returned and replaced. This complaint is being reported because the call service alarm was an indication that the bolus may not have been written to the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump alarm history captured one (B)(4) alarm on (B)(6) 2012. The black box showed a bolus programmed and the pump alarmed after approximately 0.447 units was delivered. The pump delivery history did not record a partial delivery for the bolus. The pump was exercised for 24 hours without alarms. Several bolus were performed and no cs012 alarms were duplicated. The reported event was observed in the pump black box but could not be duplicated during testing.